Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected as the country code was incorrect. In addition, the h4 field was corrected based on the available information at the time of the initial report submission. Correction to d9. The product receipt date should be 12-dec-2022, not 01-dec-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the green image display resulting from the charged coupled device (ccd or r-unit) failure is likely due to the following: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. The root cause for the r-unit failure is attributed to component failure. There has since been a design change to prevent reoccurrence. In addition, the customer's report of "loss of image" was not reproduced/duplicated and therefore a root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image works intermittently, and the screen is all green. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image issue was due to a failure of the drive. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.